Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation; however, the photos were provided and reviewed. Therefore, the investigation is confirmed for the reported break and is inconclusive for the reported material rupture, leak and material deformation. A definitive root cause could not be determined. The device is labeled for single use. H10: b5, g4, h6 (device: 2976). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dr8064 pta balloon dilatation catheter allegedly experienced leak, rupture, break and material deformation. The information was received from a single source. One patient was involved with no reported patient consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
The lot number was provided, therefore a lot history review was performed. The device and a photo were provided for review. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dr8064 pta balloon dilatation catheter allegedly experienced leak and rupture. The information was received from a single source. One patient was involved with no reported patient consequences. The patient's age, weight, and gender were not provided.